Manufacturer narrative:
A filter test was performed and the handpiece passed. The complaint of particulate could not be duplicated.

Event description:
During a cataract extraction procedure using this handpiece, particulate entered the pt's eye. This handpiece was used to complete the procedure.